Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 10 months following the implant of a transcatheter valve, the patient was hospitalized due to congestive heart failure (chf) with a mean gradient of 40  millimeters of mercury (mm hg). A computed tomography (CT) scan was performed that revealed the valve failed due to aortic stenosis. Subsequently, the patient was evaluated for a possible balloon aortic valvuloplasty (bav), or transcatheter aortic valve-in-transcatheter aortic valve replacement.

Event description:
Additional information was received that prior to the valve implant, the mean gradient was 42 millimeters of mercury (mmhg). The vale was implanted at an implant depth of 3.5 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc) into the native annulus. Following the valve implant, the mean gradient was 6 mmhg. Approximately 1 year and 9 months following the valve implant, the patient was hospitalized for congestive heart failure (chf) and high gradient. Diuretic medication was provided and was later discharged. Per the physician, the patient's small annulus (perimeter of 60.7mm, area 286.3mm^2) contributed to the elevated gradient.

Manufacturer narrative:
Updated data: b3 b5 e4 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.